Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not received for this manufacturing investigation. Investigation is being performed on photographs of the complaint product. Visual inspection results : the superior plate shows heavy dents/damage along the leading edge of the polished spherical radius. The superior plate shows heavy dents/damage along the edge of the part containing the instrument slot. The superior plate shows scuff marks in the finish on the face of the part with the spherical radius along the edge with the instrument slot. The polyethylene inlay shows a large gouge along the edge of the component that outward from the pocket of the mating inferior plate. Documentation/specification review - document numbers/revisions reviewed : manufacturing inspection sheet (superior plate) , manufacturing inspection sheet (inlay) , manufacturing inspection sheet (inferior plate) . Functional inspection : functional inspection could not be performed due to product not being returned. Dimensional inspection : dimensional inspection could not be performed due to product not being returned. Summary: the complaint condition was determined not to be related to the manufacturing process for the following reason: according to the manufacturing inspection sheets, the product is inspected 100% for all critical-to-quality features, including visual nonconformances. The grossly-detectable visual nonconformances observed in the photographs of the complaint product would have caused the product to be rejected during the manufacturing inspection process. It is concluded that this damage occurred post-manufacturing. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on an unknown date, a prodisc-c removal was performed. Reason for removal was unknown. The device was successfully retrieved. It was unknown if there was a surgical delay. Patient outcome was unknown. Email received with photos and x-rays attached. This complaint involves (1) device. This report is for one (1) unk - artificial disc replacement. This report is 1 of 1 for (B)(4).